Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48mg/dl. Low blood glucose was treated with juice and then it went 75mg/dl then 184mg/dl. Customer also states that before changing the set blood glucose was 199mg/dl at 8.30am, 233mg/dl at 9.15am. Customer also had blood loss at site. The customer was assisted with troubleshooting for high blood glucose. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.